Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: five events were reported for this quarter.                 Product return status: five devices were received for evaluation. Evaluation status: two events were confirmed during testing. - two devices were found to be affected by corrosion. Three device evaluations are in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. Two events had no patient involvement; no patient impact. Three events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by corrosion. 2 reported events were not confirmed during testing; the devices were found to be within specifications. Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.